Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 39 mg/dl to 49 mg/dl. Troubleshooting found that the pump was operating as designed and advised customer to contact their doctor regarding the low blood glucose. At the end of the call, the customer's blood glucose was 97 mg/dl. Customer was advised to monitor the pump and to call back for further assistance if necessary.